Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's service center and evaluation completed on 31- march 2025 with the following findings: a ventilator inoperative condition was not confirmed during functional testing of the device. Ventilator inoperative code was confirmed to be recorded in the device download error log indicting a motor shutdown. Based on the information in the error log, the system printed circuit assembly board, and the blower assembly were replaced to address the indicated motor shutdown issue. Preventive maintenance was performed. The device passed final testing and was confirmed to be operating properly.